Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) repeatedly failed to pair with the ilet bionic pancreas, despite showing glucose readings in the dexcom app, leading to suspected ilet bluetooth issues and repeated re-pairing attempts; the medical device problem was characterized as intermittent communication failure and involved the antenna within the electrical and magnetic subsystem of the device. The user experienced a blood glucose peak of 206 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet, consistent with intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.